Event description:
It was reported that the patient presented to the hospital due to oversensing noise and failure to capture noted on the right ventricular (rv) lead. During the surgery, the physician was not able to remove the rv lead and no insulation issue was noted on lead. On (B)(6) 2026, the rv lead was capped and replaced with a new lead. The patient¿s condition remained stable.